Manufacturer narrative:
The report of the autopulse platform (sn (B)(4)) displayed fault code 27 (encoder fault) message was confirmed during initial functional testing and archive data review. The root cause of the reported issue was due to the defective power distribution board, likely due to a defective component. Visual inspection of the returned platform was performed and found no physical damage. The platform failed the initial functional testing due to the fault code 27 displayed when the platform was powered on. The encoder indicates the shaft is turning too fast at the speed higher than 1000 rpm during compression. The review of the archive data indicated the fault code 27 occurred on the reported event date. The power distribution board was replaced to remedy the fault. Following the service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform sn (B)(4).

Event description:
During shift check, the autopulse platform (sn (B)(4)) displayed fault code 27 (encoder fault) message intermittently. No patient involvement.